Manufacturer narrative:
D10 concomitant products: trieea21mt, cir stplr trieea21mt medthk wt (lot# p5f0972s) egiaustnd, egiaustnd endogia ultra univ std stap (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic radical resection for colon cancer involving transection of the right hemicolon and digestive tract reconstruction, a 60 mm manual linear purple stapler jammed mid firing. Moreover, a circular stapler was associated with poor staple formation and incomplete cutting after firing. An improperly matched instrument and anvil combination was used. Resection and re-stapling were performed to fix the staple line, and the stapler was replaced to re-anastomose and complete the case. An additional operation to correct the issue was reported.